Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3189ans, UDI: (B)(4), serial: (B)(6), batch: t00005372. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that following a fall, patient experienced a migration of one lead. Migration was confirmed via x-ray. As a result, surgical intervention took place on (B)(6) 2024 to reposition the lead. It is unknown which lead migrated.